Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging the meter was displaying an apply sample message. There is no indication that the subject meter caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the cca. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.